Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with symptoms of palpitations. The right atrial lead exhibited noise and low impedance. The device was reprogrammed. It is noted that the patient presented for follow up symptomatic again. No intervention was reported.